Event description:
Provider states that her tilt, recline and elevating legs featured on this chair is not working and the joystick is displaying an error code of missing the following tilt and recline. Provider states, one day the consumer was driving her chair and it stopped and displayed this message. No additional information provided.